Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by fatigue, fever, abdominal pain and "milky" effluent. The breach in aseptic technique was further described as patient technique failure. The patient presented to the emergency room and was subsequently hospitalized for the peritonitis event. Treatment for peritonitis was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined further follow up.